Event description:
During servicing of monitor returned for routine maintenance it was noted that when a pulse was fired the screen blanked out and the tactile motor ram continuously. The most recent use did not report any problems with the monitor. No error flags were noted in the downloaded data.